Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 719 mg/dl. The customer gave himself a manual injection. The customer cause of emergency room visit as per healthcare provider is dehydration and hyperglycemia. Customer was admitted to the hospital and treated and released in a few days. The troubleshooting is performed, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.